Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal partially covered stent was implanted during a stent placement procedure on an unknown date. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, the stent was being placed to treat an esophageal malignant stricture. Post procedure, exact date unknown, an overgrowth of tissue was noted within the stent. The physician implanted another stent (unknown manufacturer) to treat the ingrowth during a stent-in-stent procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.